Event description:
It was reported that the patient experienced unspecified issues with an ambicor penile prosthesis (app).the app cylinder, pump, and reservoir was explanted and a new inflatable penile prosthesis (ipp) cylinder, pump, and reservoir was implanted.